Event description:
On (B) (6) 2009, the facility's technician reported to baxter global technical services that on (B) (6) 2009, one colleague cx triple channel volumetric infusion pump in which failure code 550:320:844:0000 occurred with no audible alarm. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Event description:
This lead was explanted due to oversensing.

Manufacturer narrative:
There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. (B) (4)

Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 3/5. The home patient (hp) stated a supply bag fell and became disconnected. Product surveillance contacted the hp on (B)(6) 2010. The hp stated he thinks he may have set the supply bag too close to the edge of the table, which he places the supply bags on. The patient did notify his nurse of the incident. The sample was discarded. The home patient is continuing therapy as usual. No patient injury or medical intervention reported. No additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 550:320:844:0000 occurred with no audible alarm was confirmed. The reported condition was due to the speaker harness being disconnected from uim pcb (p12) connector. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. (B) (4)

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)